Event description:
It was reported that, "on (B)(6) 2019, after the customer use 8ml cpt tube to draw blood from patients and then centrifugate at 1700g, 22 celsius degrees for 30 mins, 2ea tube cracked and exposed the blood samples into the centrifuged machine. Due to this issue, patients had to been re-withdraw the blood. Internal transportation: the tubes are transported internally by internal employees, so internal transportation would not cause the tube to crack; centrifuge: the centrifuges used in the lab are eppendorf and thermo and both machines are maintained regularly." The device reported is a bd vacutainer® cpt¿ cell preparation tube with sodium heparin. This occurred on 2 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for glass breakage with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that, "on (B)(6) 2019, after the customer use 8ml cpt tube to draw blood from patients and then centrifugate at 1700g, 22 celsius degrees for 30 mins, 2ea tube cracked and exposed the blood samples into the centrifuged machine. Due to this issue, patients had to been re-withdraw the blood. Internal transportation: the tubes are transported internally by internal employees, so internal transportation would not cause the tube to crack; centrifuge: the centrifuges used in the lab are eppendorf and thermo and both machines are maintained regularly." The device reported is a bd vacutainer® cpt¿ cell preparation tube with sodium heparin. This occurred on 2 separate occasions but the date/time and or patient information is unknown.